Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the stopcock knob on the versacross sheath broke during flushing in the preparation phase. The procedure was completed with another of same device, no patient complications occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.